Manufacturer narrative:
Event summary: during the procedure, the patient began to become hypotensive and a pericardial effusion with cardiac tamponade was confirmed via ultrasound. A pericardial puncture was performed to drain the blood and the patient's chest was opened to assist with stopping the bleed. The case was aborted while the patient was under general anesthesia. The patient was put on a bypass pump and the left superior pulmonary vein (lspv) was repaired via open heart surgery. It was further indicated that the patient expired due to blood loss. The balloon catheter was not returned for investigation. There is no indication of the reported adverse events being related to a manufacturing defect or performance of the device. In conclusion, this is a case related to multiple clinical adverse events (bleeding, cardiac tamponade, pericardial effusion, hypotension) and patient expiration. The case was aborted under general anesthesia. The reported adverse events could not be related to the performance of the cryoablation devices. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a patient died. During the procedure, the patient began to become hypotensive and a pericardial effusion with cardiac tamponade was confirmed via ultrasound. A pericardial puncture was performed to drain the blood and the patient's chest was opened to assist with stopping the bleed. The case was aborted while the patient was under general anesthesia. The patient was put on a bypass pump and the left superior pulmonary vein (lspv) was repaired via open heart surgery. It was further indicated that the patient died due to blood loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.